Manufacturer narrative:
(B)(4). The device is owned by (B)(4). A maquet field service technician evaluated the device and noticed the reported error message on start-up of the device. The rotaflow drive (rfd) was requested to be returned to the manufacturer for further evaluation. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that upon start-up of the device the error message "head error" was displayed. The rota flow drive was also tested using another rota flow console and the same error message appeared. There was no patient involved. (B)(4).

Manufacturer narrative:
The manufacturer received the rotaflow drive (rfd) for evaluation. During the initial evaluation the reported failure could be confirmed and the device was forwarded to a supplier for further evaluation and repair. According to the suppliers investigation the failure is caused by a "hotplug" of the device due to which the electronic component ic1 o the electronic board mc2 was destroyed. The connection plug of the rfd is only allowed to be disconnected if the console is turned off. In addition it was found that the closing assy was replaced with an un-original replacement part. To insure the safe operating condition the closing assy was replaced. Based on the available information to the manufacturer at this time the reported error message "error head" can be confirmed. A damage on the electronic component ic1 was found and it can be concluded that the electronic component ic1 was destroyed through hotplug of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the IFU (instructions for use): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console or drive may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device. The board mc2 as well as the closing assy were replaced and the system was successfully tested to manufacturer specifications.

Event description:
(B)(4).